Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that buttons were harder to press and faded. Customer¿s blood glucose was unknown. Customer stated that insulin pump had crack on casing near battery compartment and battery last for 1 week or less than 1 week, insulin pump rejected new batteries. Insulin pump will not be returned for analysis.